Event description:
It was reported that when the vision was opened, the stent was checked and it was not between the markers and was loose. The vision was not used on the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device revealed that the stent implant was undamaged and stationary on the tightly folded balloon, but was not between the markers. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no other incidents reported from this lot. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.